Event description:
Edwards received notification that a 21mm valve was explanted due to severe mitral regurgitation observed on post-operative echo. As reported, the procedure was done in full sternotomy. Patient's annulus was heavily calcified. After removing two valves (a non-edwards valve within an edwards valve) the surgeon sized the annulus with the appropriate sizer and a 21mm valve was implanted. At post-operative echo a severe mitral regurgitation was noted. As reported, the mitral regurgitation was moderate before the intervention. Decision was made to re-clamp the aorta. Per clinical's observation the valve was perfectly seated, functioning well, with no pvl. The valve was removed and a 19mm valve was implanted with single sutures and pledgets to reinforce the annulus. In addition, a 25mm mitral valve was implanted in mitral position. After the surgery, both edwards implanted valves were functioning well, with no leaks. Patient had good hemodynamic response. Per the surgeon the event was not related to the valve, but more likely due to the patient's fragile tissue. It was learned that the patient died; reason and date were not provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As reported mitral regurgitation progressed from moderate to severe after the implant of an intuity elite aortic valve. Echocardiogram revealed a well-functioning, perfectly seated aortic valve with no pvl. Since the regurgitation worsened the intuity elite was explanted to address the severe regurgitation and replaced with a magna ease valve. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification of an aborted attempt to implant a 21mm valve due to severe mitral regurgitation observed on post-operative echo. As reported, the procedure was done in full sternotomy. Patient's annulus was heavily calcified. After removing two valves (a non-edwards valve within an edwards valve) the surgeon sized the annulus with the appropriate sizer and a 21mm valve was implanted. At post-operative echo a severe mitral regurgitation was noted. As reported, the mitral regurgitation was moderate before the intervention. Decision was made to re-clamp the aorta. Per clinical's observation the valve was perfectly seated, functioning well, with no pvl. The valve was removed and a 19mm valve was implanted with single sutures and pledgets to reinforce the annulus. Per the surgeon the event was not related to the valve, but more likely due to the patient's fragile tissue.